Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative sample was returned for evaluation. Visual and functional evaluation was performed and the sample met the requirements.

Event description:
It was reported by a veterinarian that an animal underwent ovariectomy for ovarian pedicle ligation and closure of abdominal muscle on an unknown date and suture was used. Approximately two days following the procedure, the animal experienced post-operative suture breakage.